Event description:
It was initially reported that the device was explanted in 2007 after an implant duration of 9 months; however, follow up info rec'd from the surgeon of 03/18/08 indicated that the pt expired on approx three months after the original date. Reportedly, the pt's demise was not device related, as it was reported that the pt's death was attributed to a stroke. No other details were provided. Additionally, the reason for the explant was not indicated.

Manufacturer narrative:
It was reported that the device is not available for return.